Event description:
Patient presented with complaint of falling & dizziness for one week. An EKG revealed 3rd degree heart block. He was admitted to ER for pacemaker placement. The procedure was completed successfully. Following an x-ray, it was noted that the ventricular lead was not functioning. The surgeon noted the possibility that the lead was pulled out when the patient sat up. He was returned to or for lead replacement.